Event description:
Nurse was going to rewire the catheter and when she pulled it out she noticed it was leaking. There was a knick in the part that was inside the arm.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.